Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that oversensing on the right ventricular lead resulted in triggering high ventricular rate episode. No oversensing was observed in the clinic; the sensitivity was reprogrammed. The patient would be monitored.